Event description:
The customer reported "haze/oil mist". Attempted to contact the customer regarding potential physical complaints but the customer was not available. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter assembly and the catalytic decomp filter.